Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issued the return of the 8mm monopolar curved scissors instrument.

Event description:
It was reported that during a da vinci-assisted incisional hernia ipom surgical procedure, the 8mm monopolar curved scissors instrument was stuck on universal surgical manipulator (usm), instrument was spinning the wrong direction, and they tried to restart the system. After restart, they were not able to remove instrument, it came off the sterile adapter but was still stuck on the cannula. Site undocked the arm and were finally able to remove the stuck instrument from the cannula by removing the mcs tip cover. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted that this was a user error. The scissor sleeve was put on too far down the arm and all set.